Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section a, section b5, to provide the device return date in section d, to update section h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. One (1) 8 fr angio-seal vip was returned. The returned sample included the carrier tube, hemostasis sheath, locator, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated. The anchor, collagen, suture, and tamper tube were found to have been deployed. No other damage or deformation were found on the returned device. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
Additional information was received on 11 jul 2023: a 8 fr sheath was used. A pre-angiogram was performed. The patient is in stable condition.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after replacing the involved 8f angio-seal vascular sheath, inserted the sheath kit of the sealer and located it accurately. Inserted inward, bleeding from the bleeding outlet, retraction no bleeding from the bleeding outlet. Reinserted bleeding from the bleeding outlet, judged the accurate position and then keep the locator stationary. Inserted the main body, clipped the buckle into the appropriate position. Separated the buckle, retracted, and then blockage failure. Then withdrew the entire product, and finally pressed for a long time after surgery. The event occurred intra-operative.